Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One cannula with a pds suture outside the foil packet was received for analysis. Product code ez10. The visual assessment of the product shows that the cannula was found cracked. The suture was examined, and no anomalies or issues related to the breakage suture were noted during the evaluation. In addition, the loop of the suture was observed closed. Besides that, the suture was found interlaced forming a loop. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no breakage suture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "received pcf answers from local sample room via phone: were there any patient consequences? No. Rai reviewed- no change to nmpa determination.".

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the operation, it was found that the line was broken. Changed the new one to complete surgery. No additional information can be provided. No adverse patient consequences were reported. Additional information was requested.